Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains implanted in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that pre-procedure, the patient presented with an acute myocardial infarction. A 2.75x48 rx xience xpedition drug-eluting stent (des) was implanted with no device issues, treating a lesion in the proximal circumflex (cx) coronary artery. Post stent deployment, there was slow flow (ischemia); the patient collapsed, experienced cardiac arrest, and expired. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: date of death. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Ischemia and death are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effect(s) of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial filed medwatch report, the following additional information was received: the patient was conscious pre-procedure, but collapsed during the procedure. While the hospital declined to provide the cause of death due to hospital privacy policy, in the opinion of the physician, the 2.75x48 rx xience xpedition stent did not cause or contribute to patient death in any way. No additional information was provided.